Event description:
It was reported the atrial lead exhibited intermittent non-capture. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).